Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified and 90% stenosed below bifurcation right coronary artery. Pre-dilatation was performed and a 2.25 x 23 mm xience xpedition stent delivery system (sds) could not cross the lesion due to the anatomy. Several attempts to cross were made and the shaft kinked. The sds was removed and there was also resistance with the anatomy when removing the sds. Another same size xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: mach 1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.